Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, documentation, instructions for use (IFU) and specifications was conducted during the course of investigation. The customer reported that the laser fiber tip broke while the end user was using it to manipulate a stone. The event occurred after use in one side of the ureter. The tip of the fiber remained within the patient, however, the physician elected to let the section pass naturally. Another fiber was used to complete the procedure instead. The complaint device was not returned; therefore, no physical evaluation could be completed. There is no evidence to suggest this device was not manufactured to current specifications. Based on the available information, the investigation is inconclusive as to why the tip of the fiber broke off. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per the risk assessment, no further risk reduction activities are required at this time.

Event description:
During a bilateral ureteroscopy laser lithotripsy with stent placement procedure, the physician was using the laser fiber to manipulate a stone when the tip of the fiber broke off. This occurred after using it in one side of the ureteral. The initial reporter indicated that the tip of the fiber remained inside the patient's body and the physician was going to let the patient pass it on their own without removing it. Another fiber was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a bilateral ureteroscopy laser lithrotripsy with stent placement procedure, the physician was using the laser fiber to manipulate a stone and the tip of the fiber broke off. This occurred after using it in one side of the ureteral. The initial reporter indicated that the tip of the fiber remained insides the patients body and the physician was going to let the patient pass it on their own without removing it. Another fiber was used to complete the procedure. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.